Event description:
It was reported that a pericardial effusion occurred. It was reported that a versacross (vc) connect for faradrive and a faradrive (fd) sheath was selected for a pulse field ablation (pfa) to treat an atypical atrial flutter (afl). The patient initially presented a heart rhythm of typical atrial flutter. Vascular access was obtained via conventional means. Right atrial map was completed using non-boston scientific mapping catheter. Typical flutter was diagnosed and the physician elected to use a farawave catheter off label to treat the cavotricuspid isthmus (cti). The typical flutter terminated leading to a junctional rhythm that was eventually restored to the patient's intrinsic sinus conduction. After terminating the flutter, the physician attempted transeptal access using a vc connect for fd and the fd sheath. Using ice and fluoro, tenting was observed in the anterior/inferior fossa ovalis (fo). It was verbalized the inferior nature of the vc dilator and fd sheath on intracardiac echocardiography (ice). Ice imaging was lost due to ice catheter interference with the sheath. The physician elected to attempt transseptal puncture (tsp) and successfully crossed the fo with the rf wire. The physician interpreted wire artifact on the floor of the left atrium (la), and the wire appeared to enter the left inferior pulmonary vein (lipv). The physician advanced the fd sheath without any observed difficulty or resistance. Upon removing the vc wire and dilator, the physician attempted to aspirate the sheath. No blood return was observed. Ice catheter was manipulated to assess fd sheath shadow in la. The physician was unable to visualize the fd sheath in the la and promptly diagnosed that the fd sheath was in the pericardial space. The physician inserted an exchange length j-wire to observe the wire trajectory under fluoro and the wire followed the contour of the heart indicating that the sheath and wire were in the pericardium. The physician performed a pericardiocentesis and monitored the pericardium using ice imaging. The sheath remained in place until cardiothoracic surgery could be present to remove the sheath to observe for potential need for invasive sternotomy and subsequent surgical measures to prevent cardiac tamponade. The ablation was aborted and the perforation location was not confirmed. The sheath was ultimately removed, and the pericardial drain remained in place leading to patient admission to the intensive care unit (ICU). The patient was hemodynamically stable throughout the entire procedure. Product return for the fd sheath is not expected as it was disposed. Product return for the vc dilator and rf wire is unknown.